Event description:
A nurse reported, the tubing was kinked and the staff had not noticed. Immediately, the eye collapsed. The tubing was unkinked and the case was completed without further incident.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. Preventive maintenance was performed. The service rep did note that the facility uses a third party infusion tubing set. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).